Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Although the exact date of the primary surgery is unk, it was reported to have occurred approximately in 1996.

Event description:
The report states the pt was revised to address poly wear of the liner.